Event description:
A homechoice unit (serial number: (B)(4)) was returned to baxter for a software upgrade, due to a field corrective action (B)(4) initiated 2011 (B)(6) by (B)(4). In addition to the software upgrade, an evaluation of the device event history log was conducted on 2012 (B)(6). An increased intra-peritoneal volume (iipv) event was identified, which occurred in the therapy initiated on 2012 (B)(6) at 22:14:40h. At this time baxter was not contacted by the patient for assistance. The details of the iipv event were as follows; during night drain cycle five, the patient's ultrafiltration reading was 1156ml, indicating the home patient (hp) drained 1156ml more than their maximum programmed fill volume of 1900ml. This information meets iipv criteria, and is a reportable malfunction. It is unknown how long the device was in use when the event occurred. Furthermore, as this event was found during service, any patient injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in progress. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. Review of the device' therapy log revealed the user had an ultrafiltration (uf) volume of 1156ml during drain cycle 5 during therapy initiated on (B)(6) 2012 at 22:14:40h, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4) clinical hazards list. Review of the event log revealed cycle 5 drain was completed on (B)(6) 2012 at 08:21 and the user's actual drain volume during cycle 5 was 2959ml. The user had a partial fill in cycle 5 and the actual drain volume of 2959ml is 156% of largest prescribed fill volume (lpfv) of 1900 ml; therefore, this incident does not meet iipv criteria if any additional information is received, a follow-up will be sent.